Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted with resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. Caller was advised to call back if any malfunction code recurred and acknowledged the guidance provided.